Event description:
It was reported that the megasuture cut needle driver had a broken cable. The device was not used on a patient. The customer did not allege any patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument has been returned to isi for evaluation. Complaint broken cable is confirmed. One grip close cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. Other cables at wrist are not damaged. No other damage found.